Manufacturer narrative:
Batch records have been reviewed; all required specification was met and documented within the batch records. There were no discrepancies noted in the batch record related to the reported complaint issue. The identified malfunction is associated with a previous site investigation. The site investigation, has been closed. A root cause investigation was opened and is now closed. The investigation identified that a buildup of glue as the most probable root cause. There is currently a revalidation program across all machines at the manufacturing plant. This issue will be monitored through the post market product monitoring review process. No additional information has been provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).

Manufacturer narrative:
Corrected data: (manufacturing date). Batch records have been reviewed; all required specification was met and documented within the batch records. There were no discrepancies noted in the batch record related to the reported complaint issue. Lean operating information system (lois) was reviewed and there were no issues relating to the complaint. All preventive maintenance (pm) records were completed to schedule. Machine logs indicated no issues relating to the complaint. This complaint is associated with a previous non-conformance (nc) which will be closed, therefore, this investigation will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on february 10, 2017. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date, should additional information become available a follow-up report will be submitted.

Event description:
It was reported the sterile device was not sealed properly.